Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient passed out and emergency medical services (ems) transported him immediately to the hospital. At the hospital, staff manually checked the patient¿s blood glucose, which was 39 mg/dl, while the dexcom app and insulin pump showed a high egv. The patient was monitored for six hours and stayed in the hospital for less than 24 hours. During the event, the patient experienced symptoms including loss of consciousness, shakiness, dizziness, sweating, headache, and increased urination. During treatment, the patient received nasal glucagon, dextrose, food and fluids, and intravenous insulin. The patient received treatment and had since been discharged from the hospital in less than 24 hrs. Without ongoing treatment/therapy because of this event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient passed out and emergency medical services (ems) came and then left (unsure why). Then after ems left, the patient passed out again, prompting ems to return. It was not stated in the call how much time had passed between the first incident and the subsequent events. At this point, ems measured the patient¿s blood glucose at 39 mg/dl, while the cgm still displayed ¿high.¿ the patient was transported to the emergency room (ER), where he received IV dextrose during transport. He remained in the hospital for approximately six hours for monitoring. During his stay, blood glucose was checked every 30 minutes. He was also provided with peanut butter and juice as part of glucose correction. While hospitalized, a second sensor was inserted at around 3:00 am on monday morning. He was discharged from the hospital in less than 24 hrs. Without ongoing treatment/therapy because of this event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 health effect clinical code - correction.